Event description:
It was not possible to insert the lead into the 0-7 port of the ins. The lead inserted into the 8-15 port without incident. After several unsuccessful attempts to insert the lead another ins was opened, successfully connected, and implanted.

Manufacturer narrative:
(B)(4).